Manufacturer narrative:
The low reservoir alarm functioned properly during the test. The insulin pump passed the displacement test and self test. The insulin pump was monitored and functioned properly. No audio anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump does not beep or alert when the customer has a low reservoir. Advised to discontinue use of the insulin pump. No additional information was provided.